Event description:
It was reported that this event occurred in the or during insertion. After the catheter was inserted into the pt's femoral, the physician proceeded to flush the distal lumen and noticed that blood was coming out from another lumen. As a result, a new kit was opened and used to successfully complete the procedure. There was no delay, harm, complication, death, or injury reported to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).